Event description:
Reportedly, as a result of the oversensing and noise recorded in the device memories (atrial channel egm). The physician decided to explant the vega r52 lead.

Event description:
Reportedly, as a result of the oversensing and noise recorded in the device memories (atrial channel egm). The physician decided to explant the vega r52 lead.

Manufacturer narrative:
Summary of investigation: the review of provided data highlighted some inappropriate mode switches due to atrial oversensing. Atrial electrical measurements are good and stable overtime. As received the fixation function was not functional due to the bending spotted on the helix and the torque found on the inner pin level. Cuts and blood infiltration were spotted on the external lead insulation. All these damages did most probably occur during the explantation procedure and are not explaining the reported electrical event. The resistance measurement between the distal and proximal electrodes did not reveal any evidence of insulation breaches or internal short circuit. All other electrical and dimensional measurements were within specifications, and review of the associated manufacturing records revealed no evidence of inconsistency during the manufacturing process that could be related to the reported issue. Based on the available data and the investigation results of the lead, the observed phenomenon (atrial oversensing) could be related to an external interference. The root cause could not be determined by the investigation; however, based on the provided information a lead issue is not suspected to be related to the reported problem. This case is retained and utilized for trending purposes. For more details, please refer to the enclosed report.